Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient's anatomy was not dilated prior to the stent placement. No visible issues were noted to the device. During the procedure, the user pulled back on the deployment suture in an attempt to release the stent, but it could not be fully deployed. Approximately 1 cm of the stent was able to be deployed. Therefore, the partially deployed stent was removed from the patient and the procedure was aborted. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.